Event description:
A customer reported eye was collapsing due to irrigation tubing issues during surgery. The procedure was completed with a new tubing. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Based on the internal review of the file, it was determined that the information provided for the event eye was collapsing due to irrigation tubing issues does not represent a reportable (serious injury) since, no patient harm was reported, and the surgery was completed after replacing the product with another tubing.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).